Manufacturer narrative:
Reporter is synthes sales consultant. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during intramedullary nail right femur the driving cap/ threaded broke off inside the threaded portion of the hybrid insertion handle. No fragments generated from the broken device. Surgery was completed by opening another femoral recon nail set and replacing the broken diving cap and insertion handle. There was no surgical delay. Procedure was successfully completed. There was no patient harm. This (B)(4) captures the intra-op event where the driving cap/ threaded broke off inside the threaded portion of the hybrid insertion handle and (B)(4) capture the post-op event in which patient experienced severe bruising, swelling and pain of the inner thigh and perineum. Concomitant device reported: hybrid insertion handle (part #: 03.037.011, lot #: 9941888, quantity #: 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: part: 03.010.523; lot: 9887681; manufacturing site: bettlach; release to warehouse date: june 07, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: driving cap/threaded was received at customer quality (cq). Visual inspection performed at cq confirmed the condition of device breakage, which agrees with the reported complaint condition. The device has broken at the most proximal thread form of the distal threaded tip. The broken off distal threaded tip was returned lodged in related insertion handle (03.037.011). The fracture surface appears homogeneous with no voids or dark spots. The balance of the device shows surface wear consistent with use and which would not impact the functionality. Based on the reported complaint description it is not possible to definitively determine if external factors (use error, misuse/abuse, etc.) Impacted the complaint condition. The received condition agrees with the complaint description. Dimensional inspection: dimensional inspection cannot be performed because the broken portion of the device is embedded and therefore not accessible. Drawing/specification review: the following drawings were reviewed during investigation and no design issues were noted. Connector for insertion handle: manufacturing record evaluation (mre) review: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation conclusion: this complaint is confirmed. A visual inspection and document/specification review were performed as part of this investigation. The distal threads of the complaint device were observed to be broken off, thus confirming the complaint. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.